Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was reported that the infusion set was leaking at the connection between the headset and transfer set. The caller alleged that this occurred with two different infusion sets. The patient experienced elevated blood glucose values. The infusion sets were requested to be returned for product evaluation.